Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a procedure performed in 2009. According to the complainant, during the procedure, while performing the ablation at 30w, the pt complained of feeling hot. The site noted the presence of blood between the handle and plunger. The doctor does not believe that an electrical failure occurred. The procedure was completed with another leveen needle electrode. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure, was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.